Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, there were no anomalies noted to the device prior to use, the device prepared as per the dfu, continuous flush maintained, and the patient¿s anatomy was averagely tortuous. While there are a number of potential causes for the reported issue, because the device was not returned and a review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure the balloon (subject device) would not deflate properly at internal carotid artery, the subject balloon guide was slowly removed at end of procedure. The procedure completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the balloon (subject device) would not deflate properly at internal carotid artery, the subject balloon guide was slowly removed at end of procedure. The procedure completed successfully. No clinical consequences were reported to the patient due to this event.